Manufacturer narrative:
Device received motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant motor error alarm. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. Device received with broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin leaked from the reservoir. Device alarmed a motor error alarm. Device was unable to rewind. Customer's blood glucose was 423 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.